Event description:
It was reported by service report that the load wheel on the pt head right is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.